Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise and low impedance. No intervention was reported.